Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and seven months post filter deployment, patient presented with abdominal pain. Subsequent, computed tomography revealed several struts extend outside the expected margins of the inferior vena cava and one strut extends posterior to the aorta. Approximately two years patient presented for filter retrieval. Final inferior venacavogram demonstrated removal of the inferior vena cava filter and its entirety with no evidence of extravasation or other complication. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava wall and one strut perforated posterior to aorta. The device was removed percutaneously. The current status of the patient is unknown.